Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was wet underneath the cycler which can indicate a leak and lead to this alarm. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of two of peritoneal dialysis (pd) therapy. During troubleshooting, the cycler was wet underneath. The location of the leak could not be identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.